Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front therapy electrode from sweating. The patient reported that it looked like a 3rd degree burn. The patient's physician prescribed triamcinolone cream. Follow up indicated that the irritation improved.